Event description:
It was reported that in the vad, dept., a midline was inserted into the patient's right upper arm due to difficulties cannulating the pt. During use, a leak was found at the higher part of the extension line. As a result, a "railroad" of a new line was placed and used without issue. There was no reported delay, death, or complications to the pt.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed because no sample was returned for analysis. A review of manufacturing records did not yield any relevant findings. The probable cause could not be determined based upon the information provided and without a sample. No further action will be taken.

Manufacturer narrative:
Qn#(B)(4).